Event description:
Left ventricular lead revision planned, using the plasma blade to prevent lead damage. The pacemaker pocket was opened with the plasma blade. Pocket opened to reveal damage to ra, rv and lv leads. All leads required replacement after inspection. Same ICD implant box was used as it was undamaged. Medtronic rep took plasma blade for follow up. St jude rep who was present during procedure, took all the damaged leads for follow up. Generator settings at time of event: cut 7 and coag 7. No alarms went off doing the procedure. Error code e3 came up after the leads were damaged. The staff have never seen anything like this event before.